Event description:
It was reported that a micro dislodgement was suspected, and there was an increase to high/unstable thresholds and non capture with the right ventricular (rv) lead. The high thresholds caused premature battery depletion to occur on the implantable pulse generator (ipg). The physician attempted to reposition the lead, however, could not get the lead in an adequate or stable place. The lead was also difficult to move. Both the rv lead and device were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.